Manufacturer narrative:
(B)(4). Although it was initially reported that the device would be returned, subsequent information indicates the device is not returning. (B)(4). This code is used to address the failure to perform a femoral angiogram to verify the location of the puncture site. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information was received:femoral angiogram was not performed. Manual arterial compression was applied to achieve hemostasis.

Manufacturer narrative:
(B)(4). Returned device analysis was performed and the reported needle to cuff miss/suture retrieval issue was confirmed. Analysis found two cuff tabs were detached and not returned with the device. Cuff tabs measure one one-hundredth of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A conclusive cause for the reported needle to cuff miss/suture retrieval issue could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.